Event description:
It was reported that on (B)(6) 2012, the patient was experiencing neck pain ,which radiated to right shoulder, arm, and hand. The patient also had recurring migraines. The patient underwent anterior cervical discectomy and fusion from c5-c6. The patient was implanted with rhbmp-2/acs. Post-op, the patient condition did not improve and experienced pain with same quantity as suffered prior to surgery.

Manufacturer narrative:
For use by user facility/importer(devices only), (B)(6), (B)(4), location : other, event location: other. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.